Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced a post breakage on a journey 1 7/8 9mm insert. This adverse event was treated by revision surgery on (B)(6)2025, in which the insert was explanted. Patient's current health status is unknown.

Manufacturer narrative:
Sections b2 and h8 were updated. Additional information: h10 (roi). H10: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the device is fractured along the post. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the risk management file revealed this failure mode was previously identified. Due to the absence of part numbers, applicable prior actions to the reported event could not be definitely concluded. A review of the instructions for use documents for knee systems revealed that warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4) section b2 was corrected.